Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 lead implanted: (B)(6) 2014. (B)(4)

Event description:
It was reported that within one week of implant, it was noted that the rv (right ventricular) lead would not capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.